Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this left ventricular lead was explanted due to unknown reasons. Additional information from the field representative indicates that the lead pulled out after the patient was involved in a fight. This lead was successfully replaced. No additional adverse patient effects. The product is not expected to be returned.